Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri52 lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that an interrogation showed the device experienced an electrical reset. The reset was cleared and the device was programmed to previous parameters. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated a full electrical reset. Critical ram parity error occurred in address 0d 14 on (B)(6) 2014. Power on reset (por) severity is low so the device should be able to fully recover after reset.